Event description:
The initial reporter received questionable ise indirect na for gen.2 result for one patient sample tested on the cobas pro ise analytical unit. The initial result was reported outside of the laboratory. The reporter noted several delta check flags. A delta check was performed on the initial result which prompted the rerun of the sample. The patient samples were rerun on another analyzer. Patient 1 - the initial sodium result from the analyzer was 150 mmol/l. The repeat result from the other analyzer was 139 mmol/l. Patient 2 - the initial sodium result from the analyzer was 150 mmol/l. The repeat result from the other analyzer was 142 mmol/l. The repeat result was deemed correct. The electrode lot number is b4164 with an expiration date of 10-jun-2023.

Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and found the vacuum nozzle to be bent. He then adjusted the vacuum nozzle to its correct position. The customer ran a wash rack with successful results. The fse performed ion-selective electrode (ise) checks, a 30-cup precision test with successful results. The customer performed calibrations and qc with successful results. The investigation is ongoing.

Manufacturer narrative:
The last calibration performed on 25-oct-2022 was within specifications. The qc recovery had results outside the 2 sd range. The alarm trace contained "sample short", "sample foam detection", "sample clot detection" and "abnormal aspiration (sample pipetter s1)" errors. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.